Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max) and guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the jet7 over a guidewire through the neuron max into the target vessel and completed one pass. While advancing the jet7 for the second pass, the physician experienced resistance; therefore, the jet7 was removed. Afterwards, the jet7 was flushed on the back table using a syringe and noticed that the distal tip of the jet7 expanded. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. Section g. Box 3. Report source. Results: the jet7 had multiple kinks approximately 117.0 ¿ 124.0 cm from the hub. The device was stretched at approximately 131.0 cm from the hub. The total length of the returned jet7 was approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed a stretch and kinks on its distal shaft. If the device is forcefully manipulated against resistance, damage such as this may occur. The reported tortuous anatomy may have contributed to resistance during the procedure. During functional testing, the jet7 was unable to be advanced through a demonstration neuron max due to the stretch on its distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.